Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank and batteries were replaced and the generator was calibrated during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported a precharge voltage error message and the system would not boot up. There was no pt injury or death reported.